Event description:
It was reported that bow stringing occurred with the extension. The physician believed there was extra scarring taking place in the pocket which led to the patient's neck being pulled down. Additional information has been requested.

Manufacturer narrative:
Extension model 37085, lot# unk serial# unk, implanted:unk, explanted: unk.